Manufacturer narrative:
We have now concluded our investigation into this complaint. As no samples were received, a visual and functional evaluation could not be carried out. The wound contact surface of allevyn gentle border is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when removing the allevyn gentle border dressing it was found that there was silicone residue left on the wound, so the patient's skin had to be scrubbed with adhesive remover. There is no information available regarding the lot number.